Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('left side clip partly in to uterus') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included right lower quadrant pain, paratubal cyst, adenomyosis and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy uterus and cervix removed.). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Event added: left side clip partly in to uterus. Medical history and reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), pelvic pain ('pain') and device expulsion ('left side clip partly in to uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain, paratubal cyst, adenomyosis and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy uterus and cervix removed.). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, device expulsion and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, pelvic pain and uterine perforation to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, uterine perforation. Essure confirmation test(s) conducted- unknown. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : event added- abdominal pain, uterine perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.